Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings: the complaint of a blank display was not duplicated during testing. A review of the pump alarm history showed a call service alarm code (cs 054) had occurred, which may cause the display to be blank for several minutes. The pump powered on and displayed the verify screen. The audio tones and vibrations were functional. The issue that a blank display screen had occurred was observed in the pump history but was not able to be duplicated during investigation. The complaint was not confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.